Event description:
It was reported that doctor found broken jaw after procedure, then it was removed well from patient and no patient harm reported.

Manufacturer narrative:
(B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device was returned and a broken jaw was confirmed. The lot number was not reported, so a DHR review was not possible. The complaint history was reviewed for the previous 24 months. There were no similar events reported. The cause for this event cannot be determined.

Event description:
It was reported that doctor found broken jaw after procedure, then it was removed well from patient and no patient harm reported.